Event description:
A hospital in (B)(6) reported, via our distributor, that the alarm was suddenly activated on the fourth day of use of an rt102 adult breathing circuit. The problem was not solved by replacing the heater wire adaptor, but it was solved by replacing the breathing circuit with another one. The hospital reported there was no patient harm.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for the similar product is k983112. The device is currently en route to the manufacturer for inspection. A lot check revealed no other similar complaints for this lot number. We will provide a follow up report with the results of our investigation.